Event description:
A female pt had fallopian tube clips applied following the birth of a child. Approx two and a half yrs later she tested positive for pregnancy. In november of 1996, the baby was miscarried. A second tubal sterilization was done in april 1997. Sterilization failure is a known complication of the fallopian clip procedure and is so documented in the medical literature.